Event description:
Customer reports to have received a button error alarm. Customer also reports that insulin pump was dropped causing keypad to be unresponsive. Customer's blood glucose was 137 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to test blood glucose meter; due to unresponsive buttons. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.